Event description:
It was reported by service report that the patient side rail could not remain latched due to broken weld. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Stretcher will be replaced.